Event description:
It was reported that during an attempted implant, increased pacing lead impedance, high threshold and decreased r-wave were observed when connected to the ICD. Values were normal when measured with the system analyzer. The lead was replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.